Event description:
Consumer alleges tipped out of powerchair because the drive wheels and front tipper wheels were allegedly stuck upward/jammed. The consumer was allegedly thrown out of chair onto the ground.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.